Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced to perform post dilatation of the two overlapping implanted wallstents. However, during the first inflation at less than 5 atmospheres, the balloon ruptured. The balloon was removed from the patient' s body and was completely intact. Another 16-6/5.8/75 and two 16-2/5.8/75 xxl esophageal balloon catheters were used but the same issue occurred. The devices were completely removed from the patient's body and the procedure was completed with a 16x6mm xxl esophageal balloon catheter. No patient complications were reported and the patient's status was fine.